Event description:
On (B)(6) I went into well formerly (B)(6) radiology now (B)(6) radiology parent company acumen the older building on oak hill drive. My husband and I both have been going there for 20 years. I went in to have an upright MRI of my left hip and left knee. Six weeks prior I had a lumbar. I was found by them to have l5 s-1 disc herniation with widespread diffuse annular tear pushing onto my fecal sac thecal. The technician told me to step up and stand upright against the machine, I did it felt like I had to hold on with my feet and lock my knees. There is no safety strap in sight. I was told she would lay me back and put on a hard coil which I now know to be an older coil video via the internet. The machine is a phoner and older phone or fonar. Knowing that I had the severe lumbar herniation she pulled my pants leg up, did not take my tennis shoes off, and made me point my toe down and put the coil over and got it caught on my ankle. She finally got it up to my knee while I am still holding on with my knees. My feet locked on causing more pain and I can barely tolerate it. Again, no safety strap, 30 minutes into a 40-minute test the machine begins to shake. There was no communication even though I had the button to push there was no communication as prior. After that she came in and pull down the coil again getting it coiled around my ankle and my shoe. The top of my ankle is hurting, my knee is hurting from grasping on. No safety security at all when she got the coil off my knee, she stood me up and stood in front of me. I had the thought before that, what am I going to do catapult? Ironically, she said quote ¿I've had people almost catapult so hold on to me. I grab on her gray sweatshirt sweater, charcoal gray not her arm just the sweater. A total and complete hazardous situation. I have lupus, I've had two strokes there was nothing to hold on to not a temporary bar, nothing. She leaves me standing there I'm holding on with my feet and my legs locked so I don't fall forward. She goes and gets the more flexible coil for my hip but again she has to put it around my back, so my toes are kind of curled under and I'm hurting my leg and hurting my knee. I'm hurting my hip, I'm frightened but I know I got to get through this I can't sit. Only for a few minutes I have a medical bed at home. They know all this. Where is the safety? Someone is going to get hurt, worse than I did if not already. Someone is going to fall. Please go undercover as a patient. I did contact the company. I didn't tell them the issue because I want someone to go in there and see it for themselves before they correct it. Most importantly before someone gets hurt and they do it again and again. She lays me back I have to hold the coil with my left injured shoulder and arms to keep it in place. Again, no strap for 30 minutes and the machine begins to shake. So, 40 minutes after it's done, she comes and stand in front of me and stood me up and I fainted. She helps me down I go and lean against the wall. She did call for a walker and she woke me up after she got my purse. She said she would burn a cd and I went to the waiting area. I need to get out and tell my husband that it was a torture physically and psychologically. Someone should go in there. If someone doesn't go in there undercover and I like a patient prayerfully they will have a strap but I don't see it happening. That machine needs to be checked out, the entire situation needs to be checked out she even said because she had to climb up to help, pull the coil up but she was too short. It makes no sense. It's the management. (B)(6).